Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient was unable to be programmed with a vns wand and "retry" messages were received on the vns handheld computer. The vns wand has been returned and is currently in product analysis. Further attempts for information are in progress.